Event description:
It was reported by the patient that since the implant procedure, they were experiencing a sense of suppression in their chest. The patient received a program check and was informed by the physician that some function so of the pacemaker were not working normally and the patient was diagnosed with cardiac hypertrophy. The patient was still feeling tightness in their chest and called to arrange another device check. Follow-up was unable to obtain further information and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.